Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer reported that the insulin pump broke around the reservoir hatch and o-ring fell off. The customer's blood glucose was unknown at the time of incident. The customer stated that the reservoir would not hold in place. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing the black o-ring/seal from inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.